Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As per pss implant request case (B)(6): broken bushing, custom distal femur/proximal tibia implant. Patient had twisting knee injury and since then has had instability of implant, on exam has new varus/valgus instability. No broken metal components.